Event description:
It was reported to philips that the therapy knob was faulty and required replacement. There was no patient involvement.

Manufacturer narrative:
Added coding and remedial action information. H3 other text: service performed remotely.

Event description:
It was reported to philips that the therapy knob was faulty and required replacement. There was no patient involvement. The customer spoke with a philips remote service engineer to request a replacement therapy knob under fco86100219. The customer performed the evaluation at their site and no further evaluation from philips was requested. An order for a replacement therapy knob was placed for the customer. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy knob. The therapy knob was ordered to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.

Event description:
It was reported to philips that the therapy knob was faulty and required replacement. There was no patient involvement.